Event description:
Per the independent repair center, the customer alleged problem is not stated by customer. The key failure is the valve has a major leak. Additional malfunction is the pilot valve alarms and shuts down.